Manufacturer narrative:
The insulin pump was operating with currents within specification. No unexpected blank display noted. However corroded battery cap contact noted during visual inspection. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the battery cap was not damaged or corroded. The display did not return after troubleshooting. The blood glucose at the time of the incident was 183 mg/dl. The device was returned for analysis.